Manufacturer narrative:
Based on the information provided, the cause of the event could not be determined. Product labeling states: "due to different standardizations between methods, result variation may arise." And "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.

Event description:
The initial reporter complained of discrepant results for 3 patient samples tested for elecsys vitamin d total iii (vitamin d iii) compared to elecsys vitamin d total (vitamin d) on a cobas 8000 e 602 module. This medwatch will cover vitamin d iii. Refer to medwatch with a1 patient identifier (B)(6) for information on the vitamin d results. Patient 1 initial result with vitamin d iii was 23.01 nmol/l. The repeat result with vitamin d was 35.5 nmol/l. Patient 2 initial result with vitamin d iii was 29.35 nmol/l. The repeat result with vitamin d was 44.2 nmol/l. Patient 3 initial result with vitamin d iii was 43.12 nmol/l. The repeat result with vitamin d was 70.8 nmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The e602 module serial number was (B)(6).